Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep and confirmed by a healthcare provider (hcp) indicated the cause of the ins depletion was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter was patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that every morning, the patient checked the remaining charging ins charge using the programmer; the screen would display that charging was complete. Charging was performed when the indication of ins charge became 75%. It had been around the fifth day that the indication of the ins charge changed from 100% to 75%, but after the patient confirmed that the indication of the battery charge was 100% on (B)(6) 2018, the indication became 75% on the next day ((B)(6) 2018). As the indication of the battery charge was 75% in the morning on the day of this report ((B)(6) 2018), charging was performed and now the battery charge was indicated as 100%. The stimulation strength was not changed. The patient was anxious as they felt that it was strange obviously. No interventions had been taken so far, and the issue was not resolved at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the patient programmer issue was not determined.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) clarified there was no allegation related to the ins.MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.